Manufacturer narrative:
Findings: unit received with cracked and bleeding lcd glass. Unit received with cracked case at display window corners, reservoir tube lip and battery tube threads. Unit received with minor scratched lcd window.(B)(4)

Event description:
A customer reported via phone call indicating physical damage in the form of cracks on the screen of their insulin pump. The customer states that have a hard time reading the screen. The patient's blood glucose level was unknown at the time of the call. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.